Event description:
During a follow-up, increased capture threshold and increased pacing impedance was observed on the right ventricular (rv) lead. Lead fracture was suspected but was not confirmed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.